Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. It was reported that during the procedure, the instrument outer cannula allegedly could not be fired. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos are provided and reviewed. The first photo shows a chat information in foreign language with the devices and labelling details picture. The second photo shows product labeling information which does match and verifies with tw. The third photo shows three maxcore devices placed on a sterile sheet without needle protective sheath and yellow guard. In that photo, two devices in half-primed position and another device in initial position. No other anomalies noted on the devices. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review of all three devices. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.